Manufacturer narrative:
Device description reported as an unknown right scorpio ps knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of swollen, painful right scorpio ps knee implanted in 1999. The knee pain was preceded by trauma. Patient twisted her knee getting up out of a chair. Bloody fluid was aspirated from knee.